Event description:
Pt had colon resection for carcinoma. Central line placed, later changed to triple lumen. X-ray done to check placement and discovered another catheter in interior vena cava which necessitated procedure to remove. Baystate medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info rec'd by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate med ctr has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.